Event description:
Upon defibrillation of pt, the monitor tracing disappeared. A digital readout remained. The defibrillator had been utilized numerous times that day. The pt had a thermodilution catheter and an arterial line in place. On ventilator. Pt moved to another room. Distributor here to examine equipment. Distributor could not duplicate problem.